Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record of the lot number estimated from delivery date, it was found no irregularities. Based on the reported event, omsc presumes that the device could ligate the intended site without any abnormality. Also, there is possibility that the loop was detached since the space between the upper part of the tissue and the ligation point was short after polypectomy the instruction manual of the device has already warned as follows; *in order to prevent the ligator loop from slipping off, care should be taken to ensure that there is adequate space remaining above the loop.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic colorectal polypectomy, the subject device was used. In the procedure, preventive hemostasis was performed using the subject device, and the polyp was excised. The intended procedure was completed without bleeding. Later that day, during the re-inspection it was found that the patient was bleeding. The subject device was detached from the ligation point. The patient's prognosis is good. No further information was provided. This is the report regarding the postoperative bleeding.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".